Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The elective replacement indicator (eri) to end of life (eol) window was found to be shorter than expected, but full device function was verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which resulted in a shortened eri to eol window.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had a yellow alert for weight gain and the device was also noted to be near elective replacement indicator (eri). This crt-d was explanted. No additional adverse patient effects were reported.